Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd tube pms plh 13x100 3.5 plbl lim ce, there are clotted serum samples. No patient impact reported.

Event description:
It was reported that while using bd tube pms plh 13x100 3.5 plbl lim ce, there are clotted serum samples. No patient impact reported.

Manufacturer narrative:
H.6. Investigation summary: bd received four (4) photos for investigation. The photos were reviewed and the indicated failure mode for fibrin with the incident lot was observed. 10 retained tubes were analyzed for the heparin content and 9 out of 10 were found to be lower than specification limit. The samples of (B)(6) tested provided a lowest result of 47.839 usp, which on a 3.5ml draw tube indicates a blood to additive ratio of 13.67 usp units per m/l of blood, falling within the effective range for this tube. Although the results failed to meet manufacturing specification, it is understood that the heparin content in the tube meets the product blood to additive effectivity ratio. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode fibrin. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.